Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
The territory business manager states the dealer advised the legrest pad plate hardware that's permanently attached to the calf pad stripped along with the calf pad hardware causing the calf pads to fall off of the legrest on both sides.